Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care professional (hcp) and company representative regarding a patient who was implanted for parkinson's dual. It was reported there was high impedance of 38,000 on contact 2 which was found during routine follow-up programming. The patient was still receiving therapy although they were still having some tremor. Trying different contacts did not have an improvement on the patient's tremor. Surgical intervention did not occur. No diagnostics/troubleshooting were performed and no actions/interventions were taken. The issue was not resolved at the time of report.

Event description:
Additional information was received from a company representative that reported impedance measurements were taken and the patient had high impedance on contact 2 of 36,000 ohms. The doctor had noticed the issue on the patient's (B)(6) 2015 doctor's appointment. The representative was going to meet with the patient before the MRI and check the impedances again. On the day of report the pairs with 2 were about 13 ,000 ohms when the tests were run at 3v. Further follow-up is being conducted to determine what actions/interventions were taken to resolve the high impedance. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received which indicated that the patient may be coming in for an exploratory surgery in (B)(6) to try and fix the impedance issue. A possible date of (B)(6) was noted.